Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure - expected or random component failure without any design or manufacturing issue. Due to degradation problem identified - problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cystonephrofiberscope was returned to the service center with a customer complaint of a focus issue. This does not indicate a reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, it was observed that the objective lens was dirty, and required a polish and cleaning. There was no patient involvement.